Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Although no problem was found with the device, we cannot determine when the needle retracted, and the reported event could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies. The exact cause of the reported pain, bleeding, or bruising could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports on the third day of wearing a pod it began to hurt and upon removing the pod, the infusion site (arm) was bruised, raised and the needle could be seen in the cannula.